Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: a total of 16 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 9:19:43 pm to 9:39:47 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 9:14:43 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 12:24:40 pm to 12:34:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:19:40 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 46 mg/dl were recorded at 12:59:42 am to 01:39:42 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 12:59:42 am on (B)(6) 2020. A user initiated tubing fill of size 30.19 units was observed at 6:31:04 pm on (B)(6) 2020. A user initiated tubing fill of size 10.55 units was observed at 6:37:52 pm on (B)(6) 2020. A user initiated tubing fill of size 10.91 units was observed at 6:48:39 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 6:51:12 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 7:52:21 pm on (B)(6) 2020. A user initiated tubing fill of size 10.55 units was observed at 7:55:57 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 8:23:44 pm date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 03:49:42 am to 03:59:42 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 03:49:42 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 22 mg/dl was entered into the pump by the user on (B)(6) 2020 at 1:52:07 pm. This indicates the bg of 22 mg/dl was likely entered in error by the user. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 04:19:31 am to 04:59:31 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 04:19:31 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 08:44:30 am to 09:19:31 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 08:44:30 am on (B)(6) 2020. Continuous glucose monitor (cgm) value of 42 was recorded at 09:59:30 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 09:59:30 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 11:34:27 pm to 11:59:27 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 11:34:27 pm on (B)(6) 2020. A user initiated tubing fill of size 13.09 units was observed at 8:14:46 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 6:34:58 pm date: (B)(6) 2020 iob: 1.27. Time: 8:23:32 pm date: (B)(6) 2020 iob: 0.69. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 41 mg/dl were recorded at 07:44:27 am to 07:54:26 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 41 was enunciated at 07:44:27 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 04:14:24 am to 04:19:23 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:04:24 am on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 10:34:03 pm date: (B)(6) 2020 iob: 0.38. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 41 to 53 mg/dl were recorded at 04:34:21 am to 04:44:21 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:04:24 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 44 to 49 mg/dl were recorded at 12:19:15 pm to 12:29:15 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 12:14:16 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 09:19:25 am date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 12:34:12 am to 12:54:12 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 12:34:12 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 08:44:19 am to 08:54:12 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 08:39:11 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 02:49:10 am to 03:09:07 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 02:49:10 am on (B)(6) 2020. A user initiated tubing fill of size 4.91 units was observed at 8:50:14 pm on (B)(6) 2020. A user initiated tubing fill of size 12.73 units was observed at 9:11:32 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 52 was recorded at 10:14:03 pm to 10:24:03 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 10:09:03 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 40-50 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.